Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the physician experienced placement difficulty while attempted to attempt to place the lead for his pacing. The lead experienced high and unstable thresholds, with intermittent capture. The lead was moved several times and was unable to find adequate threshold or sensing values. Additionally, after the second placement attempt the lead continually dislodged and dropped during subsequent placement attempts. The lead was removed. No tissue was noted on the helix after removal. A different lead was attempted and successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.